Event description:
It was reported that damage to the pump housing caused difficulty loading and unloading cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.